Event description:
This spontaneous case was received on (B)(6) 2014 from a nurse and concerned a (B)(6) year old female patient. The patient's medical history and concomitant medications were not reported. The patient did not have any allergies. On (B)(6) 2014, (discrepant info reports (B)(6) 2014), the patient received two restylane-l in the form of hyaluronic acid and lidocaine injections, 1ml syringe, 1 syringe on each side under the eyes in the tear troughs and cheek areas as a filler. The batch numbers were reported as (B)(4) and the expiry dates were reported as march 2016 and november 2016 respectively. The day after injection the patient woke up in the morning and both eyes and upper cheeks were red and swollen. The patient was seen by the reporter on (B)(6) 2014. The reporter stated she never seen such a bad reaction before. The patient's left eye was totally closed. The patient was prescribed prednisone and benadryl to reduce the swelling and redness. The patient was seen in clinic and given medrol dose pack. On an unspecified date in (B)(4) 2014, reported as over the subsequent week with the medrol does pack, the problem cleared. The reporter considered the causality as possibly related. The patient was requested to call back if the problem flare up. Additional info has been requested for this report. No further info was provided. Additional info received on (B)(6) 2014 from the reporter. The outcome of the events and the treatment provided to the patient updated. Narrative amended accordingly.